Manufacturer narrative:
All the information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint file in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during a routine follow up the episodes of ventricular fibrillation episodes were present on the diagnostics though it was not showed on the strip. It was unclear why the episodes that contained egms were not showing. The record will be sent for further analysis.